Event description:
Patient positioned with hug-u-vac positioner for robotic prostatectomy. At end of case it was observed that the patient's right arm was not at patient's side and hug-u-vac had deflated. Hug-u-vac taken out of service, manager and robot coordinator notified. On previous case a staple was noticed partially in the vac pack but device was intact and not compromised.